Event description:
It was reported that the pt had been experiencing overdose symptoms which included dizziness, nausea, drowsiness, and shallow breathing. The symptoms began a few days prior to 2008, and the pt felt that they were all related to an overdose. The pt had notified her physician and planned to see the physician on the next day. The concentration and daily dose of baclofen being delivered via the pump were not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.